Event description:
Device 2 of 3; reference MFR report#1627487-2019-04948, reference MFR report#1627487-2019-04950. It was reported that the patient lead contacts displayed low impedances. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.